Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that while performing a radio frequency liver ablation using this needle electrode, a water leak occurred at the connection between the needle and the tube. Another needle was opened and the procedure complete with no pt injury.